Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device. It was found the ccd unit failure which sometimes occurred the black screen and showing up the stripes for the image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(6), omsc considered there was the possibility these phenomena were attributed to the ccd unit failure of the subject device. The ccd unit failure might have occurred due to material degradation of the ccd sensor which was caused by ultraviolet rays. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device flickered at the unspecified timing. It was not delayed more than 15 minutes. There was no patient injury associated with this report.